Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that during use the error message ¿referenc error¿ occurred on the rotaflow console. When the failure occurred, the patient's condition met the conditions for extubating. The emergency drive was used, and the extubating was completed within 2 hours after using the emergency drive. No other equipment was replaced the patient was weaned of the device. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). It was reported that during use the error message ¿reference error¿ occurred on the rotaflow console. When the failure occurred, the patient's condition met the conditions for extubating. The emergency drive was used, and the extubating was completed within 2 hours after using the emergency drive. No other equipment was replaced, the patient was weaned of the device. No harm to any person has been reported. The affected rotaflow console was investigated by a getinge field service technician and the reported failure could be confirmed. The mcp00702707#flow measure board for rfc (article number 701011681) and the mcp00702711#power supply board for rfc (article number 701011675) has been reported. After the replacement the device is working as intended and is back in clinical use. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce) and was caused most probably by a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error reference" and stopped the rotaflow drive. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-03-04 and during the period of (B)(6) 2024 to (B)(6) 2020 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-11-10. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.